Manufacturer narrative:
Manufacturing site - added manufacturing site information.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that she had one tampon fall apart as she tried to remove it, she was able to remove all of the pieces.